Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of and treatment for peritonitis were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.